Event description:
The patient was hospitalized twice because his pump reportedly failed. On (B)(6) 2008, he was hospitalized for about 3 days. When he gave a correction bolus, the pump did not take into consideration the previous correction bolus. On (B)(6) 2008, the pump nearly "killed him." Conflicting onset dates on (B)(6) 2009 were also reported. The pump delivered 3 days worth of insulin in about 3 hours. He received 36.6 units of humalog the 1st and 2nd hours, then 18.6 units of humalog the 3rd hour. His wife found him unconscious on the floor. Paramedics administered glucagon and he came around for about 5 minutes before going back out again. He reportedly suffered a heart attack. He was hospitalized for about 5 days. It was reported that he always had to change out sets, that only 2 out of 10 sets were not bad. He subsequently switched to another insulin pump. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).